Event description:
It was reported that the insulin pump alarmed button error after it was dropped into a tub of water. The blood glucose reading was 103 mg/dl. The customer stated that the buttons were working "real slow." Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test, occlusion test, excessive no delivery test and prime test. The motor passed motor test. No motor error alarm. The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.